Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient's pump had been empty for around 2 years and was alarming. It was noted that the alarm sounded like a siren that was going off every couple of minutes and was scaring the patient. Per the hcp she believed the alarm to be due to a battery issue. The pump off code was provided to the hcp. No further complications have been reported as a result of this event.